Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 15mm xience v stent was deployed in an arterial graft. There was pre-dilatation done prior to stenting. There was no reported product malfunction or pt's issue at the time of the index procedure. However, in 2009, the pt experienced congestive heart failure (chf), increasing shortness of breath and presented to the ER. The pt was treated with medication and discharged from the hosp two days later. The pt was found collapsed, the evening of the same day, with pulseless electrical activity. CPR and advanced cardiac life support was done; however, the pt died. No additional event or pt info is available.